Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported the customer experienced high blood glucose levels. Pump passed delivery system check. Customer changed to a different type of infusion set.